Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump was not delivering the right amount of insulin. Customer stated that he programmed his bolus and the insulin pump stops at 0.80 units. Customer stated that he increased it to 25 units, but the insulin pump stops at 0.80. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.